Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit (pcb) and upgraded and the software to the current revision. Unit passed all testing. (B)(4).

Event description:
A report received from the USA stated that an 840 ventilator experienced an erratic lower graphical user interface (gui) display. There was no reported patient involvement. The date of the event is unk.